Event description:
(B)(4)). This unsolicited device case from (B)(6) was received on (B)(6)-2016 and (B)(6)-2016 (both the information were processed together with clock start date of (B)(6)-2016) from a physician. This case concerns a patient of unknown demographics who received treatment with synvisc and had effusions that require draining. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (batch/lot number: 5rsp001; expiration date: jun-2018, dose, indication, frequency: not provided). On an unknown date, the patient had effusions that required draining. It was reported that the physician was requesting replacement of the remaining 12 of the 25 as he had lost confidence in the synvisc batch (5rsp001) due to the frequency of these adverse events. Action taken: unknown. Corrective treatment: draining. Outcome: unknown. (B)(4). The production and quality control documentation for lot # 5rsp001 expiration date (06/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsp001 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 18-feb-16, there are (B)(4) complaints on file for lot # 5rsp001 and all related sublots: (B)(4) complaints are on file for lot# 5rsp001: (B)(4) adverse event reports. Number (B)(4) complaint is on file for 5rsp001b: (B)(4) detached plunger rod. Sanofi genzyme will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention. Additional information was received on 19-feb-2016. Expiry date of synvisc, ptc number and results were added and text was amended accordingly.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2016 (both the information were processed together with clock start date of (B)(6) 2016) from a physician. This case concerns a patient of unknown demographics who received treatment with synvisc and had effusions that require draining. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (batch/lot number: (B)(4); expiration date, dose, indication, frequency: not provided). On an unknown date, the patient had effusions that required draining. It was reported that the physician was requesting replacement of the remaining 12 of the 25 as he had lost confidence in the synvisc batch ((B)(4)) due to the frequency of these adverse events. Action taken: unknown. Corrective treatment: draining. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention.